Event description:
It was reported to baxter (B)(4) that a seven day folfusor stopped delivering during patient use. The no patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. The sample is not available for evaluation per the customer. Batch review determined that no nonconformance reports were opened during manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.